Manufacturer narrative:
The customer is using the philips fms and another device and has had a maternal event and is concerned that they did not alarm at the central station. The other device is a non-philips product and there is no allegation or indication that the fetal monitor failed to alarm or otherwise had a malfunction. The communication via lan and rs232 has been verified as fully functional during the investigation. The fetal monitor can send alarms via the network. Philips was not able to obtain any additional information relative to the maternal event. No further investigation or action is warranted.

Event description:
The customer is using the philips fms and another device and has had a material event and is concerned that they do not alarm at the central station.